Manufacturer narrative:
On 10/16/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgeon informed the isi clinical sales associate (csa) that while she was grasping the patient¿s bowel with the cadiere forceps instrument, the patient¿s bowel ¿tore.¿ however, the surgeon explained that the bowel tore as a result of being ¿distended.¿ the surgeon indicated that no malfunction of the cadiere forceps instrument occurred. The surgical procedure was completed robotically after the surgeon repaired the bowel tear with sutures. The surgeon informed the csa that post-operatively, a drain was improperly removed or handled by hospital staff. As a result, additional drains were placed and the patient's hospitalization was extended. However, the surgeon explained that the patient's post-operative complications were unrelated to the da vinci surgical system. Per the csa, the surgeon indicated that the patient is doing fine. Based on the current information provided, this complaint is no longer deemed reportable due to the following conclusion: although the patient sustained a bowel injury that required repair, the surgeon attributed the bowel tear to the condition of the bowel which was noted as being ¿distended.¿ in addition, there was no allegation that that a malfunction of the cadiere forceps instrument occurred or caused/contributed to the bowel injury.

Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the patient allegedly sustained a bowel injury while the surgeon was grasping the bowel with a cadiere forceps instrument. However, at this time, the root cause of the patient¿s intra-operative complication is unknown. There is no allegation that a malfunction of the da vinci surgical system had occurred during the surgical procedure.

Event description:
It was reported that during a da vinci-assisted lysis of adhesions procedure, the patient's bowel was injured while the surgeon was grasping the bowel with a cadiere forceps instrument. The type of bowel injury sustained by the patient is unknown. The bowel was repaired with sutures and a drain was placed. The drain has since been removed; however, as of (B)(6) 2019, the patient was still in the ICU. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.